Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 62 mm in diameter at the time of implant. The aortic neck was reverse funnel shaped; it was 26 mm in diameter below the renal arteries and 15 mm distal to that it was 32 mm. The stent graft was placed 1 mm below the renal arteries with a 14 mm seal zone. There was 30 mm of iliac fixation bilaterally and 5 mm distance between the stent graft and the hypogastric arteries bilaterally. It was reported that the stent graft migrated 20 mm 1 year post implant and the aneurysm measured 62 mm in diameter with no endoleak present. The pt was treated with an aorto-uni-iliac device. It was reported that after the aorto-uni-iliac device was implanted, the delivery system was removed; however, a small piece of body tissue came out with the delivery system. No add'l info was provided and that pt was reported to be in good condition.

Manufacturer narrative:
(Required secondary intervention).